Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation from the left occipital lead (off-label) but was experiencing a burning sensation. The pt underwent surgical intervention on (B)(6) 2014 where the lead was removed and replaced. The pt is now receiving effective stimulation.